Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for the torn clip introducer which has potential to cause or contribute to patient injury. It was reported that the mitraclip delivery system (cds) was unable to be inserted through the steerable guide catheter (sgc) keyway. During removal of the cds from the sgc hemostasis valve, the clip arms met resistance with the cds clip introducer, but was able to retract successfully into the clip introducer and be removed. Upon removal, the clip introducer was noted to be damaged so the device was set aside and not used. Upon inspection of the returned device, it was noted that the clip introducer was torn. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inability to insert the clip delivery system (cds) into the steerable guide catheter (sgc), the difficult removal (clip caught on clip introducer) and the physical property issue (damage to the clip) were not confirmed via returned device analysis. The investigation concluded that the reported user experience of inability to insert the cds into the sgc was related to an issue with the sgc. Additionally, the difficult removal was determined to be due to user technique, while a cause for the physical property issue could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.